Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall off test and full belt pulse test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pulse wire in the cable running from the distribution node (dn) to the front te was open between the dn and ECG b. The cause of the fall off test and full belt pulse test failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open connection. The last pt to use this electrode belt did not report any deficiencies.